Event description:
It was reported that during a thyroid procedure, an error sound was heard. When the device was checked after it was removed from the patient, the blade was broken off out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the device was returned in good condition. The blade was found in good visual condition and still attached to instrument. The blade was not broken, as reported by the customer.the device was tested with a generator and was functional. No error code was given.the reported incident could not be recreated nor confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.